Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal varice banding performed on (B)(6) 2010. According to the complainant, during the procedure, the first two bands they deployed fell off the varices. They deployed a third band and the band maintained grasp onto the varix. They made a fourth attempt and again the band fell off the varix. The physician removed the device and tested it outside the patient. The band deployed as designed. The physician re scoped the patient and made an attempt to deployed another band however, the band would not deploy off the ligator head. The case was completed with a second speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
There is no further patient information available. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.